Event description:
It was reported that on (B)(6) 2010, the pt experienced increased pain and felt that the stimulator was not working. An impedance test performed on (B)(6) 2010 showed high impedance values on the lead. An x-ray taken the same day showed that the leads were in place. The lead was replaced, and the pt recovered without sequelae.

Event description:
Additional information received reported that impedances on all electrode pairs were above 10,000 ohms when measured on (B)(6)-2011.

Event description:
Additional information reported that an additional lead was implanted on (B)(6) 2010 as part of the intervention for the event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).